Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after impacting the liner it was noticed that the liner had cracked and chipped off,due to which the surgeon had to remove the ceramic liner and use a poly liner instead.

Manufacturer narrative:
The complaint states it was reported that after impacting the liner it was noticed that the liner had cracked and chipped off,due to which the surgeon had to remove the ceramic liner and use a poly liner instead. A review of complaint databases and manufacturing records did not identify any anomalies. The part was reviewed by the supplier and a report was received stating; protocols and certificate of conformance were reviewed. The quality documents show that the values obtained meet specification. The component properties and microstructures as obtained from the quality documents meet the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Erratic secondary metal transfer as a result of contact with emtal parts during the surgery can be found on the insert. Primary regular metal transfer cannot be found on the insert. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported that after impacting the liner it was noticed that the liner had cracked and chipped off, due to which the surgeon had to remove the ceramic liner and use a poly liner instead. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.